Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced multiple issues following a recent implant and battery replacement. The patient had episodes of dyskinesia lasting 4-5 hours, which worsened later in the day, and experienced falls out of bed. There were reports of an error message 1703 appearing on the patient application/handset, and the device was set to the wrong settings after the battery replacement. The patient¿s symptoms had worsened over the last month, with intermittent episodes since the last implant, and two days of severe symptoms immediately after the battery replacement. Device interrogation using the clinician application estimated seven months of battery life remaining. The patient¿s representative attempted to contact the healthcare provider and received instructions via voicemail to turn the implant off. The agent walked the caller through turning the therapy off, and the patient was redirected to their healthcare provider for further management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled for an ins replacement on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that implantable neurostimulator and extensions were replaced on (B)(6) 2025. Rep reported that cause of out of range message remains unknown and that when implantable neurostimulator was interrogated it showed that an estimated 5 months was remaining.